Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Explant date: not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4): this event will be captured as use error. The severity of this event was categorized as moderate. Moderate was defined as mild to moderate limitation in activity, some assistance may be needed; no or minimal medical intervention/therapy required. (B)(4): there is no allegation at the time of this review that the product malfunctioned and the reported event is likely a result of a technical issue. This event will be captured as use error. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a philos with augmentation surgery on (B)(6) 2015. The patient recovered with persistent damage. Persistent damaged was described as one year post-operatively the patient has limited function due to poor reduction and impingement. The impingement was expected due to severity of the fracture. The initial surgery was due to a fall on (B)(6) 2015. Per the adverse event form from the study: the severity was moderate (moderate: mild to moderate limitation in activity, some assistance may be needed; no or minimal medical intervention/therapy required). The poor fracture reduction intra-operative led to impingement and limited range of motion post-operative. No revision surgery was performed. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).